Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the pitch cable loose at the distal end that was showing out. A loose pitch cable at the distal end is often caused by something else in the backend (ex: broken cable, cracked clamping pulley, loose clamping pulley screw). The plastic housing was removed, and the instrument was found to have a loose pitch cable at the proximal end that was causing the issue reported by the customer. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The complaint was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming loose at the distal end. Correction: h8. Was updated to initial use of device.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the prograsp forceps instrument involved with this complaint to perform failure analysis (fa) testing and the fa is still in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the prograsp forceps instrument not articulating correctly. Difficult moving instrument around. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there were no non-intuitive or uncontrolled motion issues reported, and the instrument was not stuck on tissue. However, the instrument's movement did not match the surgeon's movements. The intended and observed directions of movement are unknown, as is whether any shakiness or friction was experienced. There was no patient injury due to the event. The issue was resolved by obtaining a new instrument and tagging the defective one.